Event description:
The below report was received by health authority food and drug administration (reference number: mw5041774) on 22-jun-2015. The most recent information was received on 20-mar-2020. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("some how they are embedded in uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), partial expulsion of device ("some how they are embedded in uterus") and pelvic pain female ("extreme pain/ so much pain that it makes it impossible to function daily"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2020: social media content received: reporter added. Essure removal surgery, medical history added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5041774) on 22-jun-2015. The most recent information was received on 30-may-2022. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('some how they are embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("some how they are embedded in uterus") and pelvic pain ("extreme pain/ so much pain that it makes it impossible to function daily"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.